Event description:
A report was received from a dealer who stated that the base broke where adjustment holes are located. In speaking with the initial reporter it was learned that the end user walked 2 or 3 steps with the cane before it snapped and the end user fell. No injury reported. Please note any further information received on this incident will be provided in a supplemental report.